Event description:
It was reported that an ilet user received alerts identified as 57 and 90 after a supply change, leading to a ¿connect cgm or enter bg, dosing stopped¿ message; the user employs a dexcom g7 sensor, and after an ilet restart the alerts cleared and pairing with the sensor was confirmed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with the investigation finding indicating a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.